Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-03768. It was reported that during a device upgrade procedure, the physician noted that the rv and atrial leads had been rubbing against each other. The physician elected to reinforce both of the leads using a lead repair kit. There were no complications or consequences to the patient.